Manufacturer narrative:
Pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests due , active current measurement and sleep current measurement. No low battery alert, pump error 82 alarms noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 05/13/2025 18:47:00.000, 05/13/2025 18:47:44. And found multiple 82 alarm on event date 05/27/2025 13:00:00.000, 05/27/2025 13:02:27. Battery cycle 35.0 received the lowbatteryalert (104) on 05/13/2025 18:47:00 after more than 7 days at 27.47 days. Battery cycle 34.0 received the lowbatteryalert (104) on 04/16/2025 07:31:00 after more than 7 days at 27.81 days. Battery cycle 33.0 received the lowbatteryalert (104) on 03/19/2025 11:57:00 after more than 7 days at 27.95 days. With reference to the baat tool instructions, the customer experiences an unexpected battery power loss of less than 7 days per pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history isolated to electronic defective. Unit passed all required test. No pump error 82 alarm noted during testing. However, pump error 82 alarm was confirmed on event date in the pump history download, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery malfunction alarm and also received pump error 82 (the hrm task did not grant motor power in reasonable time). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed and self test was completed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1882 was requested and customer response was the device will be returned.